Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage with two sr75 cartridge reloads present. The cartridge reload (b) had the swing tab in the locked position, and the proximal 30 drivers up and the remaining drivers were down with staples present. In addition, with the left gripping surface broken off making the reload nonfunctional. The cartridge reload (c) had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. The cartridge reload (c) swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach as to what may have caused the found damage on the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, blade lock out. There were no patient consequences reported.